Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure during defibrillation threshold (dft) testing there was observations of undersensing when programmed in primary. The device was re-programmed to secondary, and a second defibrillation threshold (dft) test was performed, and the device failed to convert. The patient's oxygen was too low, so the plan is to bring the patient back for further dft testing. They may consider a transvenous device for this patient. At this time, the system remains in service. No adverse patient effects were reported.